Manufacturer narrative:
Upon receipt, the lead under complaint found cut 43.5 cm proximal to lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was apart from the present cut, free of injuries. The analysis showed that the conductor coil was found squeezed and deformed 36 cm proximal to the lead tip, which most likely resulted from a tight suture sleeve. Additionally, the conductor coil was found deformed 2.5 cm proximal to the lead tip. The deformation probably resulted due to mechanical stress from the explantation procedure. Apart from the mentioned deformations, no deviations were found that might have contributed to the reported elevated thresholds. The root cause of the clinical observation could not be determined. Due to the fragmented state of the lead further mechanical and electrical inspections were not feasible. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was explanted and replaced due to high threshold. No adverse patient events were reported. Should additional information be received, this file will be update.